Event description:
This report summarizes three malfunctions. A review of the reported information indicated that model 4808570j implantable port allegedly experienced a defective component. This information was received from various sources. Each malfunction involved a patient with no known impact to the patient. One patient was male. The remaining patients¿ age, weight, and gender were not provided.

Manufacturer narrative:
H10: of the (B)(4) devices, (B)(4) lot numbers were provided, and lot history reviews were performed. Of the (B)(4) reported malfunctions, (B)(4) devices were returned for evaluation. One malfunction confirmed for defective/damage component, deformation due to compressive stress and fracture issue. Two malfunctions confirmed for defective/damage component and deformation due to compressive stress. A root cause has not been determined. The device was labeled for single use. H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the power port isp m.r.I., 8fr groshong products that are cleared in the us. The pro code for the products is identified in d2. H10: g4, h11: g1, h6 (results, conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
For the three malfunctions, two lot numbers were provided, and lot history reviews will be performed. For each of the reported malfunctions, the device has been returned to bd for evaluation. Of the three malfunctions, one identified a defective/damaged component. The company is still investigating the issue at this time. The devices are labeled for single use. The catalog number identified has not been cleared in the us, but is similar to the power port isp m.r.I., 8fr groshong products that are cleared in the us. The pro code for the products is identified.

Event description:
This report summarizes three malfunctions. A review of the reported information indicated that model 4808570j implantable port allegedly experienced a defective component. This information was received from various sources. Each malfunction involved a patient with no known impact to the patient. One patient was male. The remaining patients¿ age, weight, and gender were not provided.